Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007 the patient underwent the following surgeries: posterior cervical fusion exploration, posterior cervical fusion c6-c7 with autograft (local) bone graft, rhbmp-2/acs interspinous wiring technique with 16-gauge stainless steel wire to treat the following pre-op diagnosis: question unhealed fusion, c6-c7. Op notes: at the base of the spinous processes at c6 and c7, a small bur was used to make a tiny hole and then a towel clip was used to complete the pathway and then a figure-of-eight technique with 16 gauge spinal stainless steel wires were placed from the base of the spinous process at c6-c7, tightened down, and locked down securely and final x-rays were taken, but due to the patient's overhanging shoulders images were not very definitive on two attempts. The visual appearance, however, the position of the wires was very good. With a bur, decortication was performed over the facet joints and lamina at c6 and c7. Local bone graft and rhbmp-2/acs, bone graft laid over this and then a watertight muscular closure performed over that with dexon. Wound was irrigated and then closed using dexon, dexon, skin staples, sterile dressing, and the patient was taken from the operating room to recovery room in good condition. Post op patient alleged unspecified injuries due to rhbmp-2/acs.